Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was successfully implanted during a transcatheter aortic valve implantation using a flexnav delivery system. On an unknown date, the patient showed transient symptoms of cerebral infarction. The cerebral infarction soon subsided, and the patient remained asymptomatic. There was no allegation of malfunction against the device or procedure. The patient was reported to be stable. Other information: diameter of valsalva: 28.4mm, height of valsalva sinus: 20.6mm, effective orifice area: 370.5cm^2, diameter of ascending aorta: 31.2mm, outer perimeter of annulus: 69.2mm.

Manufacturer narrative:
An event of cerebral infarction was reported. Information from the field indicated that there was no allegation of malfunction against the abbott device and the reported event may be caused due to the patient's medical history. No additional information regarding the reported event was provided. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.